Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the us customer reported uneven staining on both the control and patient samples. The fse inspected the instrument and found that the instrument was not aspirating and dispensing properly. The aspiration and dispense check valve was replaced and the issue was resolved. The customer repeated the slides on a different unit without any issues. The instrument was fully operational and available for the user. Diagnostics were not altered. No harm or patient impact was indicated.